Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose level. Customer very low blood glucose level of 43 mg/dl and ate a whole bunch and finally was over 600 mg/dl after all the eating. Customer declined troubleshooting for low blood glucose and high blood glucose level. Customer over bolused and then overate and went high. No harm requiring medical intervention was reported. The devices will not be returned for analysis.